Event description:
It was reported that during a laparoscopic gastric bypass procedure the first device was fired and the device fired fine. When the surgeon opened the device, the anvil release knob was sticking. Another device was pulled and the surgeon closed and opened the device prior to using the device and the anvil release knob was sticking. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Pinion axle. The analysis results found that the lts60a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the integrity of the internal components and no anomalies were found. The analysis results found that the lts60a device was returned in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended; the staple line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.